Event description:
It was reported that the user experienced episodes of hyperglycemia after an MRI, with a fingerstick blood glucose of 499 mg/dl, intermittent high readings, multiple libre 3+ sensor errors, and concern that the ilet system was not working; the user administered 20 units of external insulin and removed the ilet, with guidance to change all infusion and sensor supplies and inspect the current set. Symptoms included hyperglycemia and feeling unwell. Outcomes included transient disruption of device use and subsequent return of blood glucose to range with symptomatic improvement. Investigation included customer support review and troubleshooting education covering infusion set and sensor replacement, temporary device removal, and monitoring. Investigation of this case revealed no device alarms and no confirmed device malfunction, with use-related and sensor-related factors considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.